Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 he developed a symptom of "dizzy" which prompted him to test his blood glucose. The patient obtained a result of "60 mg/dl" on the subject meter, which he felt was inaccurately high in comparison to a result of "20 mg/dl" obtained on a onetouch vita meter, an unknown time after each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and did not report making any changes to his diabetes management in response to the allegedly inaccurate results. The patient reported that an unknown time after obtaining the reported results he "fainted" and when he "woke up" he consumed "(B)(6) and chocolate cake." During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The cca walked the patient through tests on the subject meter which gave results of "230 mg/dl" on one verioiq, "214 mg/dl" on another verio iq and "169 mg/dl" on a onetouch vita. The patient was sent replacement products. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged inaccuracy occurred.

Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.